Manufacturer narrative:
A ge service rep performed an on site investigation. The image intensifier and foot switch were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system had blurry, grainy images in mag mode. Also the foot switch intermittently did not work. No pt injury was reported.